Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. During service on-site internal leak test failures were observed and a problem with the expiratory cassette was found. After cassette replacement, the ventilator was returned for use after passed functional tests. No further information has been received. No root cause can be determined since no logs or parts have been returned for investigation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).